Manufacturer narrative:
The pipeline flex remains implanted in the patient. The report of pipeline flex failure to open could not be confirmed and the event cause could not be determined from the reported information. Mdrs related to this event: 2029214-2016-00232 2029214-2016-00233 2029214-2016-00234.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). Aneurysm measured 10mm max diameter and 6mm neck diameter. Landing zone artery size was 3.2mm distal and 4.8mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. It was reported that at deployment, the pipeline flex was slow to open on the proximal end. Once fully deployed, the pipeline flex appeared narrowed on the proximal end. A j-wire and balloon were used to angioplasty the proximal end. The end result showed the pipeline flex fully open with complete vessel apposition. Angiographic result post-procedure showed semi-hemispherical contrast in the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.